Manufacturer narrative:
(B)(4). Concomitant medical products: stem extension straight 13mm dia x 100mm length catalog#: 00598801013 lot#: 62362290, prc agmt block dist sz c 10mm catalog#: 00599003320 lot#: 61902009, prc agmt block post sz c 10mm catalog#: 00599003302 lot#: 60790302, prc agmt block post sz c 5mm catalog#: 00599003301 lot#: 60805359, prc agmt block dist sz c 5mm catalog#: 00599003310 lot#: 62182904, stem implant 10mmdx145mm catalog#: 00598801010 lot#: 62110415, ngtib augment blk 5mm sz2 catalog#: 00598800226 lot#: 61965288, ngtib augment blk 5mm sz2 catalog#: 00598800226 lot#: 61943764, ng rot.hinge knee tib plt sz2 catalog#: 00588000200 lot#: 62415397, art surface 14mm fem sz c catalog#: 00588003014 lot#: 62340354. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee procedure. Subsequently, the patient was revised for an unknown reason. During the revision procedure, it was noted that the femoral component was fractured where it mates with the stem extension; this reportedly complicated the removal and led to a delay of greater than thirty minutes.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the provided x-rays identified the components are anatomic in alignment. Radiolucencies reflecting osteolysis were noted along the margins of the tibial and femoral components. A small oblique lucency at the posterior margin of the femoral stem extension consistent with the reported fracture was also noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.